Manufacturer narrative:
(B)(3). Literature source: storm, andrew c., and christopher c. Thompson. "Endoscopic management of sump syndrome resulting from endoscopic choledochogastrostomy." Gastrointestinal endoscopy 83.5 (2016): 1037. Doi: http://dx.doi.org/10.1016/j.gie.2015.11.004. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event through the article ¿endoscopic management of sump syndrome resulting from endoscopic choledochogastrostomy¿ written by andrew c. Storm, et al. According to the article, the patient was implanted with an axios stent under fluoroscopic and endoscopic guidance during a choledochogastrostomy procedure performed on an unknown date. The patient had a history of metastatic ampullary adenocarcinoma and had presented with malignant biliary obstruction. Previous attempts at percutaneous transhepatic biliary drainage had been unsuccessful and repeated endoscopic retrograde cholangiopancreatography had failed. An eus-guided transgastric biliary access was also attempted, but failed when the guidewire was unable to pass the ampulla. Thus, the axios stent was implanted, which resulted in successful biliary decompression. One week post-stent implantation, the patient presented with symptoms of cholangitis. Endoscopy revealed digested food products filling the stent lumen and bile duct, which was deemed to be consistent with sump syndrome. A fully covered 10-mm by 8-cm metal stent was implanted within the common bile duct to seal and exclude the axios stent. This fully-covered metal stent extended transpapillarily to allow for biliary drainage. At a 5-month follow-up, the sump syndrome had not recurred. Note: the axios stent was implanted transgastric to the common bile duct; however the axios stent and delivery system is not indicated for placement in the common bile duct in the us.